Manufacturer narrative:
H3-device evaluation lens returned dry in a microcentrifuge vial. Visual inspection found optic and haptic deformed. Dimensional inspection found lens to be within specification. Claim: (B)(4).

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens h6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was exchanged with a same length lens. Problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown.